Event description:
Pt implanted 2001. Pt reported, that he had a "myriad" of problems from the time of the implant. He had at least ten ER visits, but they weren't able to determine the source of his issues. Pt said, one thing they tried was to wrap the mesh with gore tex as the nerves had grown into the mesh, but that did not relieve his symptoms. Mesh was explanted in 2006.

Manufacturer narrative:
Explanted mesh reported to be discarded at the time of explant. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if add'l info becomes available.